Event description:
The following information was received from the field; during a coronary procedure it was noticed the stent struts were flared. There was no pt injury. No additional information was provided.